Manufacturer narrative:
(B)(4). Review of a returned 3d film report and cta¿s from 32 months post-implant revealed that the endurant bifurcate was positioned just b elow the lowest left renal artery. The proximal neck was essentially straight and the stent graft proximal od measured 26mm. The ipsilateral limb and extension were positioned within the right common iliac artery. The contra limb was overlapping the gate by approximately 2cm and the distal limb was positioned within the left common iliac. The max diameter aaa was approximately 7.5cm. Contrast was seen outside the stent grafts, between the limbs from both the anterior and posterior side, along a 1cm length beginning at the flow divider and extending distally to the top of the contra limb. The type and source of the endoleak could not be determined, but appears most likely to be a type iii fabric endoleak from either or both limbs. At the location of the endoleak, the ipsilateral limb od measured 17mm and the contra od measured 16mm. The limbs were patent and straight at this location. The cause of the likely type iii fabric endoleak could not be determined from the images provided. No obvious stent graft issues were observed which could explain this finding. Earlier post-implant films and images during the intervention and aui implant which resolved the endoleak were not available for review.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with back and abdominal pain and was transferred to another facility. The patient had a ruptured aneurysm, which is currently 50+ mm in diameter. The proximal aortic neck is 24 m in diameter. The patient had an undetermined endoleak at the flow divider suggesting a type iii endoleak. The physician elected to implant an endurant aui 32x14x102 and endurant 16x16x82 and the contralateral limb was occluded with another manufacturer's occluder plug followed by fem/fem bypass. The endoleak has resolved. The physician did not know the cause of the event and where the endoleak was coming from. No additional clinical sequelae were reported and the patient is fine.